Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 complaint is able to be confirmed via product evaluation. There is no evidence to suggest an edwards manufacturing defect. IFU/labeling is adequate. Risk management documentation is adequate. Per edwards product evaluation, report of cannula leakage was confirmed. Device was returned with visible traces of blood. As received, the connector was partially bonded to the cannula. Indications of what appeared to be bonding material was found on the connector end. A leak test was performed on the cannula and leakage was observed between the connector and cannula bonding section. Per engineering, connection is solvent bonded. No other visual damage, contamination, or other abnormalities were found. Per nordson's investigation memo, DHR review was completed, work order #(B)(4) and pn 10019372021a, was manufactured with no mrb's (non-conformities) nor deviation associated to tip and connector bonding process. Personnel involved on these processes were properly trained on manufacturing procedure map 31901 (high) tip and connector bonding. Solvent dispensed equipment used for tip and connector bonding process were reviewed and no maintenance nor calibration issues were found. Equipment works as expected. Retain sample stored in guaymas facility of work order (B)(4) has been evaluated. No abnormal condition was found, connector and tip bonding sections show evidence of solvent, visual appearance is considered acceptable based on current acceptance criteria. Tensile test results of connector bonding work order (B)(4) meets the acceptance criteria >10 ibs. Minimum result of 94.33 ibs, maximum result of 122.36 ibs. DHR review was performed, and no relevant non-conformances were identified. Based on the information available the complaint is able to be confirmed however, an edwards manufacturing non-conformance cannot be confirmed at this time. A definitive root cause cannot be conclusively determined. It is possible operational factors at the time of use may have contributed to the reported event. Per event description, the operation was completed with no patient adverse events reported. The patient status was reported as recovered.

Manufacturer narrative:
H3: evaluation summary: report of cannula leakage was confirmed. Device was returned with visible traces of blood. As received, the connector was partially bonded to the cannula. Indications of what appeared to be bonding material was found on the connector end. A leak test was performed on the cannula and leakage was observed between the connector and cannula bonding section. Per engineering, connection is solvent bonded. No other visual damage, contamination, or other abnormalities were found. Image identifying location of leakage attached by complaint handler appeared consistent with lab findings.

Event description:
It was reported that blood leaked from near the connector of the cannula body of an ezf21a aortic cannula after cardiopulmonary bypass was initiated. The customer reinforced the leaking site of the cannula body with tape and continued to use the cannula without replacement. The cannula was laying straight during the procedure. Blood loss was reportedly not significant, but the specific amount of the blood loss was unavailable. The operation was completed with no patient adverse events reported. The patient status was reported as recovered. The device was returned for evaluation. No further information was provided by the customer such as what procedure the cannula was used for, if the cannula had any visual abnormalities prior to or during use, how long the cannula had been in the patient when the leak was noticed.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that blood leaked from near the connector of the cannula body of an ezf21a aortic cannula after cardiopulmonary bypass was initiated. The customer reinforced the leaking site of the cannula body with tape and continued to use the cannula without replacement. The cannula was laying straight during the procedure. Blood loss was reportedly not significant, but the specific amount of the blood loss was unavailable. The operation was completed with no patient adverse events reported. The patient status was reported as recovered. The device was returned for evaluation. No further information was provided by the customer such as what procedure the cannula was used for, if the cannula had any visual abnormalities prior to or during use, how long the cannula had been in the patient when the leak was noticed.